Event description:
In early september, the user experienced swelling and redness on the scalp near the right-sided ci, although hearing performance remained normal. The user underwent explantation surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site, which was confirmed with cultures. Further a swelling was present, which is likely related to the external magnet strength. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In early (B)(6), the user experienced swelling and redness on the scalp near the right-sided ci, although hearing performance remained normal. The user underwent explantation surgery on (B)(6) 2024.